Event description:
A baxter field service technician serviced a colleague device for a damaged battery alarm. It is unknown when this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.63.92.

Manufacturer narrative:
(B)(4). The device was evaluated on site by baxter personnel. The reported condition of a damaged battery was confirmed and duplicated. The cause of this condition was determined to be depleted batteries. The main batteries and harness were replaced to correct the condition. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). After further investigation by quality engineering, the assignable cause for this condition was assigned to use/user error.